Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged allergic reaction and subsequent hospital visit are related to v.a.c. Therapy. The patient was transferred to the hospital pending a dermatology consult. It is neither known the extent of the reaction nor if and what medical or surgical intervention was required. There have been several attempts made to gather additional information, but there has been no response. Device labeling, available in print and online, states: acrylic adhesive: the v.a.c. Drape has an acrylic adhesive coating, which may present a risk of an adverse reaction in patients who are allergic or hypersensitive to acrylic adhesives. If a patient has a known allergy or hypersensitivity to such adhesives, do not use the v.a.c. Therapy system. If any signs of allergic reaction or hypersensitivity develop, such as redness, swelling, rash, urticaria, or significant pruritus, discontinue use and consult a physician immediately. If bronchospasm or more serious signs of allergic reaction appear, seek immediate medical assistance. Dressing identifier not provided.

Event description:
On jul 01 2016, the following information was reported to kci by the patient's family member: the patient's family member stated the physician allegedly believes the patient experienced a reaction to the drape or "sponge" because the patient developed blisters. The patient has a lower leg wound. On jul 01 2016, kci global safety representative spoke to the physician who stated v.a.c.&#59412;therapy was removed on (B)(6) 2016 due to an allergic type of reaction to the transparent dressing. It was reported that the patient has an history of allergies to latex. The patient was reportedly transferred to the hospital due to this reaction. The caller described the wound as very red around and is pending a dermatology consult. No additional information is available. There have been several unsuccessful attempts made to obtain the v.a.c. Dressing lot number, therefore a device history review could not be performed.